Event description:
It was reported that the system would automatically reboot itself every hr, making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a dc power supply. The system operates as intended.